Event description:
The customer was hospitalized for high bgs and dka. The customer stated that bgs were treated with manual injections and bgs came down. Customer declined to troubleshoot the pump. Assisted with programming.